Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
The endotracheal tube was pre-tested with no issues and placed in the patient. During use the tube leaked. The tube was removed and replaced. The customer examined the removed tube and reported observing a pin hole.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated. A visual inspection was performed and it was observed the cuff presents a pin hole. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.